Manufacturer narrative:
Mw5057661. Report stated that part of catheter separated and there was serious injury. Three e-mails were sent asking for additional details (i.e. Was there any medical or surgical intervention required, details of the serious injury, when the separation occurred etc.) As of december 16, 2015 no response has been received from the complainant regarding the questions asked; therefore it was not determined if the separation was noted prior to use or during the procedure. Incoming records meet specification for the lower level part number. The returned catheter was examined by the supplier and it appeared that the separation was not due to a manufacturing defect. It was confirmed that the catheter had proper reflow between the catheter and radiopaque tip. The tip has been straightened out, and was no longer in it's typical curved shape. The tip had an indent near the end. It appeared it had been gripped at the tip with some sort of device and straightened out prior to use. Per the IFU, flexing or other manipulation of the tip of the 5 fr straight catheter while inserted inside the 7 fr introducer or other extreme handling can lead to tip failure or detachment.

Event description:
Part of catheter separated.